Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to wake it and charge it. There was no adverse impact to the customer¿s blood glucose level. Pump replacement was arranged under warranty. Customer planned to use multiple daily injections as backup insulin therapy.